Event description:
The customer reported that the physician questioned a false high iron result of 381 from the beckman coulter dxc 800 pro system which was run on (B)(6) 2011. The lab did a redraw on (B)(6) 2011 and iron got 33, and the lab did a delta check with a previous result which was run on (B)(6) 2011 and it was 28. Customer stated that multiple parts and alignments were performed, and no further iron issue reported as (B)(6) 2011.

Manufacturer narrative:
Beckman coulter unique identifier is (B)(4).